Manufacturer narrative:
The t:slim pump user guide states: your t:slim pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery dropped from 60% to 5% while connected to a power source. Subsequently, the pump battery fully depleted and the pump shut off. After connecting the pump to a power source the battery charged from 1% to 85% within 45 minutes. The customer declined troubleshooting for the reported battery issue. In addition, the customer reported received an occlusion alarm. Reportedly, the customer cleared the occlusion alarm and resumed insulin delivery with the same supplies. The customer also reportedly received multiple auto-off alarms in the mornings due to inactivity. Tandem technical support educated the customer on the pump's auto-off safety feature and advised the customer to consult with the healthcare provider prior to modifying the setting. The customer's blood glucose level was 170 (mg/dl).